Manufacturer narrative:
Additional information was received on (B)(6)2021 stating that no ablation catheter was opened at the time of this occurrence. Additional information was received on 6/30/2021 updating the concomitant product of unk_smart touch bidirectional sf to thmcl smtch sf unid, tc, f / d-1347-02-s. Therefore, updated the ¿d10. Concomitant medical products and therapy dates¿ section. The device evaluation was completed on (B)(6)2021: it was reported that a 64-year-old male patient underwent a left sided ischemic ventricular tachycardia (isvt ¿ left) with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and a thermocool® smart touch® sf uni-directional navigation catheter. During the procedure, the hemostatic valve at the hub of the sheath was leaking blood. It is unknown which part of the sheath broke. Patient¿s hemodynamics was not compromised due to the issue experienced. No interventions were required to stop the bleeding. It was not known if air entered the patient¿s body. The sheath was replaced, and the procedure was continued. The hemostatic valve issue was assessed as a MDR reportable hemostatic valve separation issue under the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. It was also reported the patient developed a delayed pericardial effusion post-procedure. The patient, while in recovery had chest pain and their blood pressure dropped. An echocardiogram was performed and showed the patient had pericardial effusion. The patient went back to the lab and had a pericardiocentesis. There was 470ml of fluid removed from the patient. The patient was stable the entire time. The patient fully recovered. The patient stayed overnight for observation. This event was reviewed and it was assessed to conservatively report under both, the carto vizigo¿ 8.5f bi-directional guiding sheath - large and the thmcl smtch sf unid, tc, f since the adverse event was discovered after ablation had been already applied. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Per the event, several tests were performed. The device was recognized in the carto 3 system and no electrical issues were observed. In addition, the product was deflecting and irrigating correctly. Then the functional test of the side port was performed, and no issues were observed. No malfunctions were observed during the product analysis. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instructions for use contain the following warning stated in the instructions for use: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/26/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent a left sided ischemic ventricular tachycardia (isvt ¿ left) with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. In addition, a hemostatic valve separation occurred on the carto vizigo¿ 8.5f bi-directional guiding sheath - large. During the procedure, the hemostatic valve at the hub of the sheath was leaking blood. It is unknown which part of the sheath broke. Patient¿s hemodynamics was not compromised due to the issue experienced. No interventions were required to stop the bleeding. It was not known if air entered the patient¿s body. The sheath was replaced, and the procedure was continued. It was also reported the patient developed a delayed pericardial effusion post-procedure. The patient, while in recovery had chest pain and their blood pressure dropped. An echocardiogram was performed and showed the patient had pericardial effusion. The patient went back to the lab and had a pericardiocentesis. There was 470ml of fluid removed from the patient. The patient was stable the entire time. The physician believed the issue was due to the sheath exchange that was required for the valve malfunction of the sheath. The patient is stable and had fully recovered. The patient stayed overnight for observation. Transseptal needle was done with a baylis transseptal needle. There was no evidence of steam pop nor other product malfunction during the ablation. This event was reviewed and it was assessed to conservatively report under both, the carto vizigo¿ 8.5f bi-directional guiding sheath - large and the thermocool® smart touch® sf bi-directional navigation catheter since the adverse event was discovered after ablation had been already applied. Given the ablation catheter information is unknown at the time, an impacted product for a generic thermocool® smart touch® sf bi-directional navigation catheter was created. Should more information become available, it will be reviewed and processed accordingly. Since this event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure; was to be considered serious and MDR reportable. The hemostatic valve issue was assessed as a MDR reportable hemostatic valve separation issue under the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large.